Manufacturer narrative:
Based on the claim against the product by the customer noting usm engagement failures, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 23118 on universal surgical manipulator (usm) 2 due to slipping of the carriage assembly upon instrument engagement. The fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and while failure analysis could not replicate the fault, they did confirm error 23118 via error/system logs. The complaint was confirmed based on the field evaluation and failure analysis error log review, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs confirmed that a malignant hysterectomy procedure was performed on 10/19/2022 on system serial # sk0664. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to a component failure. This is a reportable event due to the following conclusion: a usm became non-functional after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, instruments would not engage to a universal surgical manipulator (usm) arm. The site noted to the technical support engineer (tse) that there was an error message to ¿remove obstruction¿. The site indicated to the tse that the procedure was continuing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the engagement issue started after port placement. The issue did not resolve, but the site worked around it by manually forcing the carriage assembly down to engage the instrument. The surgeon did not disable or abandon an arm after the start of the procedure, and the procedure was completed robotically with all 4 arms in operation. There was no harm or injury to the patient. Some patient demographic information was provided.